Manufacturer narrative:
This report is based on the same adverse event found in MDR numbers 1825034-2010-00646 and 1825034-2010-00647. Further review of file determined that even though the surgeon elected not to remove the taperloc stem, the component should have been reported as it would be associated to the black foreign matter found between the head and neck during the revision procedure. Implant date - approximately (B)(6) 2000. While the stem was not evaluated, evaluation of the modular head, which the stem would have been mated with, found evidence of fretting on the taper. There is wear on an edge of the taper hole. The fretting wear appears to have been over some time. Fretting can produce black debris as reported and is consistent with the residue seen on the taper lip. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states,"fretting and crevice corrosion can occur at interfaces between components". The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty in approximately (B)(6) 2000. Subsequently, the patient was revised on (B)(6) 2010, due to pelvic pain and for poly revision. During the procedure, the doctor noticed a black foreign matter between the modular head and the neck of the stem. The modular head and acetabular liner were removed and replaced.